Event description:
A literature article that described a retrospective cohort study, including consecutive patients that underwent thoracic surgery in a single center from february 2014 to january 2023. Robotic thoracic surgery was used in anatomical lung resection in 85% of the cases. Over the study period, 1,067 patients underwent robotic surgery: 509 had lobectomies and 391 had segmentectomies. There were 30 conversions to thoracotomy (2.8%) of which 7 were emergencies. Six conversions were due to bleeding and 1 case was converted due to an unspecified anesthesia issue. The mentioned postoperative complications were refractory lung infection, stroke and one fistula. There were no specific da vinci device malfunctions reported. The author also did not allege that any intuitive surgical inc (isi) products caused or contributed to the complications. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: durand m, nguyen ls, mbadinga f, pryshchepau m, portefaix h, chaabane n, ropert s and khen-dunlop n (2024) robotic thoracic surgery: lessons learned from the first 1,000 procedures. Front. Surg. 11:1417787. Doi:10.3389/fsurg.2024.1417787. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system number was used.